Event description:
A patient was undergoing laparoscopic roux-en-y gastric bypass. The harmonic scalpel quit working in the middle of the case. The harmonic scalpel gave error message "#5" on machine when surgeon was trying to use the equipment. New harmonic scalpel opened and the old one was removed from the field.